Manufacturer narrative:
The reported product is not expected to be returned as reporter indicated the device was discarded. A valid serial number has not been provided. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Clinical data was reviewed and confirmed that libre sensors continue to be safe, a tripped trend review was conducted effective, and perform as intended in the field. Stability data for libre sensors was reviewed and showed no anomalies or non-conformances that could have lead to the complaint. A tripped trend review was conducted for the reported complaint and fs libre sensors, no trends were identified that would indicate any product related issues. In the event that unanticipated product is received, a physical investigation will be performed per adc's established processes and procedures and a follow-up report will be submitted upon completion of investigation. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a user report which reported the following information: a pharmacist reported "the patient's freestyle libre sensor appeared to be functioning normally on the morning of (B)(6) 2021 until a reading was recorded around 4 pm that showed low blood glucose at 2.3. The trend continued despite the patient taking glucose tablets and sugary drinks to increase her blood sugar based on the readings the device provided, which included 2.2, 2.3, 2.4 and lo (reading <2.2 mmol/l) over a time period of 6 hours at which point the patient was admitted to hospital and it was found her blood glucose was 61mmol/l." Readings of 2.1 mmol/l and 61 mmol/l were plotted on a parkes error grid and the results fell "out of range", showing the difference in values to be clinically significant. No treatment details were provided and 2 additional attempts were made to contact the pharmacist to gather additional details and attempts were unsuccessful. There was no report of death or permanent injury associated with this event.